Manufacturer narrative:
Eval in progress but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported an audible tone was heard, but an error message did not appear in the aux tab. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.